Event description:
On 12/13/2021, it was reported by a sales representative via e-mail that an ar-611dr07 and ar-613-50 instrument broken. This was discovered during a uni knee arthroplasty on (B)(6) 2021. The ar-613-50 broke off inside pin hole of item ar-611dr07. Device was removed and the case was completed by using a new ar-611dr07 and ar-613-50.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during use. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.